Manufacturer narrative:
The implanted device remains.

Event description:
It was reported, the patient experienced pain and an infection at abutment sit. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2015 (duration not reported) for infection at the implant site. Subsequently, on (B)(6) 2015 the patient presented to the clinic with drainage from the site and skin overgrowth and was prescribed an additional course of antibiotics (duration not reported). As of report on (B)(6) 2015 the site had improved. The implanted device remains. This report is filed january 26, 2016. The implanted device remains.